Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) was confirmed in the download data but was not duplicated upon receipt. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely latch to a monitor. A review of the download data suggests that the therapy electrode faults were caused intermittent communication between the electrode belt and the monitor, due to the damaged connector. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.